Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/3/15 device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings:. Black box shows evidence of alarm on 06/21/2015, pump could not be exercised due to this alarm. The pump case removed and no moisture damage was found, internal motor failure was found.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.